Event description:
A report was received stating that a patient's precision system was explanted due to infection. The patient's symptoms were oozing yellow pus and the incision was not closing. The physician does not think the infection was device related. The physician believes that the patient had a reaction to the tape and removed the tape early.